Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and the button issue. The customer¿s blood glucose level was over 200 mg/dl and the other was 38-250 mg/dl. The customer stated that insulin squirts during the priming and the insulin pump gives the random no delivery alarm. The device will not be returned for the analysis.